Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the system and found and repaired a loose power plug. All workstation pcb assemblies and generator pcb assemblies were evaluated and reseated during the service event. The hard disk drive was evaluated and reformatted. System software and calibrations were also reloaded. The interconnect cable was inspected and confirmed to be free of broken wires and all power supplies were evaluated for proper output voltage. The system was tested and found to be working as intended and returned to service.